Event description:
Following pump implantation, the pt shoveled snow and developed a large hematoma over the pump pocket. One week later during pump refilling, the nurse could not access the pump. Later, the pump would not accept fluid. Surgery revealed the catheter was very close to the top of the pump and holes were found in the catheter. The catheter was repaired, the bolus pathway was flushed, and the pump's reservoir was filled. Following that, the pump was very sluggish and would not return fluid. The decision was made to explant and replace the pump.